Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed replace battery now alarm, power error 25 and low battery alert. The power management tool confirmed replace battery now alarm, power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected battery power loss and a replace battery now alarm. The customer stated the insulin pump showed a pump error 25. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the customer was advised that the insulin pump will need to be replaced. The device will be replaced and returned.